Event description:
This ICD was explanted as a result of the angeion initiated "field action" for possible premature battery depletion for all angeion manufactured lyra model ICD's. The battery voltage for this device fell wtihin the range where angeion recommended explantation. Therefore, the device explanted in 2003. Note: this ICD was implanted and explanted outside of the united states.